Event description:
The pt reportedly experienced sound quality issues with the device. External equipment was exchanged and programming adjustments were made, however, the problem was not resolved. Testing of the device showed that the device is functional. Surgery to explant the pt's device will be scheduled.